Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The procedure was successfully completed with no surgical delay.

Manufacturer narrative:
This report is for an unknown plate/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter is a synthes sales consultant the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event as follows: it was reported that on (B)(6) 2019, a patient underwent an unknown surgery to remove a tumor and a cranioplasty was also performed. During the procedure, the frontal sinuses were opened and few days after the surgery, the patient developed an infection. Thus, implants had to be removed to treat an infection. It was unknown if there was surgical delay. Surgical procedure and patient outcome were unknown. This report is for an unknown plate. This is report 3 of 3 for (B)(4).

Event description:
3/11/2019: updated event description: it was reported that on (B)(6) 2019, a patient underwent an unknown surgery to remove a tumor and a cranioplasty was also performed. During the procedure, the frontal sinuses were opened and few days after the surgery, the patient developed an infection. Thus, implants had to be removed to treat an infection. It was unknown if there was surgical delay. It was reported that patient developed typical signs of local wound infection,erythema, pain, infectious secretion from wound, radiological signs of infected collection around the implant, elevation of laboratory parameters of inflammation. Surgical procedure was successfully completed. Patient has fully recovered and no neurological deficit.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Updated event description provided for reporting. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.